Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt with the apex against the wall, filter has migrated across the renal veins and has 3 mm of mesenteric perforation. The patient reported becoming aware of perforation of filter struts into organs, migration of entire filter other than to heart and filter tilt, approximately thirteen years and nine months post implant. The patient also reported dealing with blood clots and using blood thinners, extreme pain and major depression and post-traumatic stress disorder related to the filter. According to the medical records the indication for the filter placement was lower extremity thrombus unresolved with thrombostatic therapy. The filter was placed via the right internal jugular vein and deployed in the mid-infrarenal inferior vena cava (ivc). The orientation of the filter appeared satisfactory. The patient tolerated the procedure well. Approximately three months post implant a computed tomography (CT) scan was performed for abdominal pain and a recurring ventral hernia. Impression from the reading noted anterior omental hernia, fatty infiltration of the liver and an ivc filter. Approximately three years and four months post implant a repeat CT scan was performed for a history of abdominal pain. The radiology report noted an ivc filter ends at the level of the renal veins. Incidental findings unrelated to the filter include diffuse hepatic steatosis, prior cholecystectomy and appendectomy, post-surgical changes in the hypogastric anterior abdominal wall. The product remains implant and therefore not available for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and occlusive thrombosis within the filter and/or the vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without images available for review the reported events could not be confirmed or further clarified. Ptsd is a disorder that develops in some people who have experienced a shocking, scary, or dangerous event. The most common events leading to the development of ptsd include, combat exposure, childhood physical abuse, sexual violence, physical assault, being threatened with a weapon and having been involved in an accident. Many other traumatic events also can lead to ptsd, such as fire, natural disaster, mugging, robbery, plane crash, torture, kidnapping, life-threatening medical diagnosis, terrorist attack, and other extreme or life-threatening events. Symptoms may include negative thoughts about oneself or others, hopelessness, memory problems, feeling detached from family and friends, a lack of interest in activities once enjoyed, and feeling emotionally numb, to name a few. Ptsd and pain do not represent a device malfunction and may be related to underlying patient specific issues, with the limited information provided it is not possible to draw a conclusion between the issues and the device. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of lower extremity thrombosis that was unresolved while on thrombolytic therapy. The filter was deployed via the patient's right internal jugular vein. A 6 french sheath was advanced into the iliac vein. Venography was performed and no clots were noted in the iliac veins. The inferior vena cava (ivc) was of satisfactory caliber with no indwelling clot. The filter was placed in the mid-infrarenal ivc. The orientation of the filter appeared satisfactory. The patient tolerated the procedure well. A computed tomography (CT) scan was done approximately three months after the index procedure. The record noted a clinical history of abdominal pain and recurrent ventral hernia. Results noted the ivc filter, diffuse fatty infiltration of the liver and an anterior omental hernia containing minimal fluid. A computed tomography (CT) scan was done approximately three years and four months after the index procedure. The images revealed the following: the ivc filter implant was in place, diffuse hepatic steatosis, and other residual findings due to previous procedures (cholecystectomy, appendectomy). Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter struts into organs, migration of entire filter other than to heart and filter tilt. The patient reported that they also experienced blood clots while using blood thinners, pain, depression and post-traumatic stress disorder (ptsd) related to the filter.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt with the apex against the wall, filter has migrated across the renal veins and has 3 mm of mesenteric perforation. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter tilt with the apex against the wall, filter has migrated across the renal veins and has 3 mm of mesenteric perforation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.